Manufacturer narrative:
(B) (4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device issue: needle-to-cuff miss. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the perclose at device attempted arteriotomy closure of the femoral artery after an unspecified procedure. Reportedly when the needle plunger was removed, a cuss miss occurred. Hemostasis was achieved using a non-abbott closure device. There were no reported adverse pt effects. Though requested, no add'l info was provided.